Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that during training, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up. There was no report of any patient involvement. No further details were provided.